Event description:
A report was received that a customer stated during "daily personal hygienic care, a noise was heard and the pilot balloon of the cannula fell down on the bed." "It was necessary to bring the pt in hosp". A non-routine replacement of the tube was required.